Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and missing shell. A weight test of the device was completed and the device is underweight. A microscopic analysis was performed which identified broken sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is one sharp edge broken in the side posterior assessed as unidentified (tear) opening, and missing shell assessed as inconclusive.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.